Event description:
Litigation papers allege the following: on or about (B)(6) 2010, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: metallosis exposure and other injuries presently undiagnosed. Pt has not yet scheduled a specific date for the explantation of the right or left hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2011 - the sales rep reported the revision surgery. The patient was revised to address pain. Doi: (B)(4) 2007 - dor: (B)(4) 2011 (left side) the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.